Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Patient a and b samples were tested for hgb and plt on the coulter act 5diff cp analyzer and erroneously low results were obtained. The results were reported out of the lab. Both patients were transfused, but the transfusion was clinically necessary for patient a. Fresh samples were collected from both patients which recovered higher hgb results. (Results not provided). The original specimens were re-tested twice and recovered higher results that were considered correct. Corrected reports were sent out. There was no death associated with this event.

Event description:
It was reported that the patient has expired after an implant duration of approximately 4.4 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.